Manufacturer narrative:
The impella console has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility's automated impella controller (aic) failed at case start-up. The aic failed to recognize the the pump and was not priming the impella device. The team followed IFU recommendations and utilized a backup controller for use. No harm or injury.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email . D2 device name has been updated . D4 model number has been updated. F6 and f8 should have been left blank. H6 type of investigation code added.